Manufacturer narrative:
This customer reported that the device could not analyze a patient's rhythm in the AED mode. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that the device could not analyze a patient's rhythm in the AED mode.